Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would intermittently not perform image acquisition exposures. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The atp console for the imaging system was returned to the manufacturer for analysis. The atp console was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.